Event description:
It was reported that pump screen was dark and would not turn on, and later touchscreen did not respond after pump powered back on. There was no adverse impact to the customer's blood glucose level. Customer followed technical support instructions to press power button in different ways without success until pump was connected to working power source, after which welcome screen appeared, but touchscreen still did not respond so technical support opened separate case for touchscreen issue.